Manufacturer narrative:
A review of the device history records for the reported finished good lot and raw material components was performed and no quality issues were identified. Sterile samples from the reported lot were not returned for visual review and testing. The actual devices or magnified photos were not returned for review. If samples or photos become available at a later time, they will be reviewed and tested and the results will be included in the file. A follow-up report will be submitted at that time. A potential root cause for a needle detaching when slightly tugged during a procedure could be that the suture was not fully inserted within the end of the needle during the manufacturing process. It¿s also possible the device(s) are being grasped on or near the swaged end, damaging the suture, allowing it to break free from the needle component. The ¿precautions¿ section in the IFU for the device states, ¿care should be taken to avoid damage when handling. Avoid crushing or crimping the suture material with surgical instruments such as needle holders and forceps. To avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point¿. Without reviewing and receiving the actual reported device(s), receiving magnified photos of the actual devices, or receiving detailed information regarding the method utilized to remove the device from the packaging, preoperative preparation of the device, tools utilized to grasp the devices, details of the procedure performed, or the surgeon¿s technique, a definitive root cause cannot be determined at this time.

Event description:
The needle did not come out when the surgeon pulled out used quill from the trocar with the needle holder holding the suture after the suture had been completed. The needle got caught on the tip of the trocar and came off the suture. The needle dropped into the patient body, but it was removed immediately. Our sales representative gave a lecture on precautions before use. Sales rep was present during the procedure.